Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 09/01/2025 the user reported that their ilet device screen was not functioning or readable. A replacement device was sent. Blood glucose (bg) was not affected.